Manufacturer narrative:
The provider visited the user's home, installed additional parts, and the parents are satisfied. Our outside rep in that area, met with the provider both prior to and then following the work to verify that it was completed.

Manufacturer narrative:
This device was evaluated and discovered to be a result of improper setup at the provider level. There is no issue with the design. Should further information or the device become available, a follow-up report will then be submitted. (B)(4): fit issue

Event description:
Initial reporter alleges pushing daughter in a store when another customer noticed his daughter slid down and was choking because the harness was at her neck.

Event description:
Initial reporter alleges pushing daughter in a store when another customer noticed his daughter slid down and was choking because the harness was at her neck.